Event description:
Deployment of the angioseal dissolvable vascular closure plug failed. The angioseal performed per protocol, with no apparent difficulty. The suture was cut, but hemostasis was not obtained. Manual pressure was applied to control bleeding for 15 minutes. Patient was well anticoagulated during procedure. A "c clamp" was then utilized to achieve hemostasis.